Event description:
After insertion of a pacing catheter, unable to obtain sensing measurement.

Manufacturer narrative:
The actual device in the incident was returned for eval. The returned unit did not pass proximal continuity testing. Investigation of the proximal electrode revealed the proximal wire was disconnected. There was evidence that the proximal wire was soldered enough inside the electrode. Microscopic investigation of the proximal wire showed that the proper amount (approximately 1.5mm from the end of the wire) was soldered into the electrode. This disconnection may have occurred during manipulation of the catheter units. However, no specific conclusions can be drawn.